Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges patient had severe pain after asr hip implant. Update (B)(4) 2013 - sales rep reported revision surgery for the right hip. Patient was revised to address pain and implant loosening. The complaint was updated on: (B)(4) 2013. Update (B)(4) 2014- medical records were obtained for the right hip. Medical records indicate patient was revised due to stem loosening, elevated metal ion levels, metal-on-metal reaction, effusion with metal appearing fluid, dark stained tissues, thickened tissue, osteolysis, and cysts. The stem is being added to the complaint. The complaint was updated on: (B)(4) 2014. Update received: (B)(4) 2014 - added left side hip head and cup products amended from dummy pages, added dummy product for stem, added left side revision date, patient weight (B)(6). This patient weight is for either left side implant date or left side revision. Date it is not clear when, but is different to the weight provided from right side details and added left side. Reason(s) for revision: asr ... Dr. (B)(6) felt both the cup and stem were loose and should be removed and replaced. Dr. (B)(6) noticed some metal wear debris within the joint space. (B)(6).

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges patient had severe pain after asr hip implant. **update** (B)(4) 2013 - sales rep reported revision surgery for the right hip. Patient was revised to address pain and implant loosening. Doi and part/lot provided. The complaint was updated on: (B)(4) 2013. **update** (B)(4) 2014- medical records were obtained for the right hip. Medical records indicate patient was revised due to stem loosening, elevated metal ion levels, metal-on-metal reaction, effusion with metal appearing fluid, dark stained tissues, thickened tissue, osteolysis, and cysts. The stem is being added to the complaint. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened. This follow-up was originally sent on (B)(4) 2014. During this window the FDA experienced a system failure and that resulted in waiting for confirmation from the FDA to resubmit.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/29/2015 medical records received. After review of the medical records for MDR reportability, the asr sleeve is being added for the right hip for the alleged high metal ions (no labs provided). A correct doi was provided for the left hip. The left hip revision operative note indicated loose stem/sleeve, increased metal ions, pain, and metallic debris. The asr sleeve is also being added for the left hip. The complaint was updated on:10/26/2015.